Event description:
The physician reported the coil embolization was performed at carotid cavernous sinus fistula (ccf). The physician reported the catheter approached the ccf by way of vein. The lesion was reportedly very tortuous. The physician reported that when the coil was inserted into the catheter, it became stuck. The decision was made to remove the coil and catheter. However, the physician reported both the coil and the catheter broke in the process of removal. There was no allegation of harm.

Manufacturer narrative:
Further information regarding the complaint was requested and from the response it was established that the coil was checked before deployment and no anomalies were noted. No friction was felt as the coil was advanced and pulled back into the introducer sheath during preparation. It was also established that continuous flush was maintained. The coil got stuck in the microcatheter 20cm from the distal tip. The catheter's lot number was unkown but 10 coils were previously deployed with this catheter. It was unknown if the coil got stuck due to the very tortuous anatomy. Information received also indicates that the coil was broken due to excessive force applied during withdrawal. It was not possible to verify the complaint description as the unit will not be returned for investigation. Therefore, boston scientific cannot conclusively determine the cause of the event. However, the very tortuous anatomy could potentially create restriction thereby causing the detachable coil to get stuck in the catheter shaft. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly and performance specifications. The device history record was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. This reported defect will be monitored and trended.